Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.

Event description:
It was reported via a trial that approximately twenty one months after direct stenting in the proximal second diagonal branch in the left coronary artery with one 2.5x23 xience v stent, the patient experienced exertional, heavy chest pressure that was relieved by rest. On (B)(6) 2010 the patient underwent percutaneous coronary intervention for 90% new stenosis in the mid left anterior descending artery and mild in-stent restenosis of the index target lesion in the large diagonal branch in the left anterior descending artery. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. Though requested, there was no additional information provided.